Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter.

Event description:
It was reported that the patient had received a deep bruise around their pump on (B)(6) 2007. The patient was pushed into the open door of his car. The patient had reported this to his health care provider (hcp). On the day of report, the area around the pump was still tender to touch. The patient felt the pump was working fine and was not having a return of symptoms. Unrelated to the incident on 2007-09-04, the patient also indicated that sitting in different positions resulted in withdrawal symptoms that would go away when he changed positions within one hour. It was later reported the patient had bipolar disorder and experienced no signs or symptoms related to reports of withdrawal symptoms while sitting in different positions. The outcome to the patient regarding the withdrawal symptoms while in different positions was listed as no injury. It was later reported that the patient was allergic to the morphine in his device system. The patient¿s hcp had put morphine into the pump since implant. The patient had been having a burning sensation on his left leg, was nauseated, dizzy, had hot/cold flashes, rhythm changes in his heart, voice changes and chest pain. The patient had been to the hospital numerous times and they ruled out a heart attack. The patient had reportedly called in, possibly referring to his hcp, with the complaint and ¿nobody had given him the answer¿. It was then reported the patient had told the hcp he was allergic to morphine but they said it was ¿ok¿ because it was a low dose. The patient was sweating, had a burning sensation in his leg and thigh, a pin and needle feeling and his breathing had changed where the patient had to take more asthma medication. The symptoms began to occurred a month following implant. The patient¿s status was indicated as ¿fair¿, he didn¿t have pain and it was ¿just other symptoms¿ that were the issue. The patient was to see his hcp on (B)(6) 2008 at which time they were going to change his medication. It was later reported that the patient was having a metallic taste in his tongue, continued to have hot and cold sweats, irregular breathing and numbness in his right leg. The patient had seen their hcp as previously reported and his medication was not changed. It was then reported the patient had tried contacting other hcp¿s and no one was willing to see the patient. The patient continued to have the same symptoms of a metallic taste, numbness, and hot/cold sweats. The patient reportedly had been in and out of the hospital since (B)(6) 2008. The patient still wanted a second opinion from another hcp as the managing hcp still indicated the dose was low enough that the medication wouldn¿t be changed. It was later reported per the patient¿s hcp a decrease in the patient¿s dose occurred on (B)(6) 2008. The patient reportedly recovered without sequelae. It was later reported that the patient saw negligence on his hcp¿s part. The patient had asked the hcp to do an alarm test and they had not. It was reported the patient¿s foot would fall asleep when he drove and has asked for assistance with providing a left foot accelerator in his car if the hcp kept the morphine in the pump. It was reported sometime in (B)(6) 2008 the patient¿s hcp got mad at him. The patient reportedly had wanted the hcp to hear his complaint and the hcp just turned up the pump. It was then reported at the patient¿s last refill the pump was turned down ¿almost all the way¿ and at the patient¿s next visit the plan was to discuss changing the medication or keeping the morphine. The patient¿s appointment was for (B)(6) 2008. It was later reported the patient¿s hcp had changed the medication to ¿bedinine¿ however the patient was not sure of the name. It ¿seemed¿ to be working ¿ok¿ and the patient felt one hundred times better. He was able to walk, a half a block before having to stop. The patient had been at a size 38 and now was a size 32. He had been more active since the medication change. It was then reported the patient had fell and experienced sharp, acute pain up the center of his spine to his head. The patient¿s status was noted to be ¿fair¿. It was later reported that the patient continued to experience a burning sensation along with a knot towards the bottom of where the pump was. This reportedly started six months after implant. The patient had informed his hcp and they ¿didn¿t care¿. It was reported the patient¿s allergy to morphine had ¿almost¿ killed him. It was reported the patient had asked the hcp to increase his dilaudid dosage however the hcp would not, the timeframe of this was not provided. The patient was currently going to get the pump taken out on (B)(6) 2013. The patient was noted to be ¿afraid¿ to get the pump ¿redone¿ due to previous issues with the hcp.